Manufacturer narrative:
Corrected: b5, h8 updated: h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported rust stain inside the lumen issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The rust stain inside the lumen issue was reported by the customer. No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a rust stain five centimeters inside of the lumen. There was no patient involvement.